Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer's blood glucose level was impacted. The customer changed out the cartridge(s) and infusion set(s) and rotated the infusion set cannula site.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report wil be submitted.